Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) two days after implant. The patient had reported muscle stimulation, shocking sensation at implant. The presenting electrogram (egm) showed right ventricular (rv) lead undersensing as there was a possibility of dislodgement. Technical services (ts) stated that loc was noted on the right atrial auto threshold (raat) test episode. Technical services (ts) recommended to have the chest x-ray performed to check on the rv lead. This rv lead currently remains in service. No adverse patient effects were reported.